Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 16- 0x20e6, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as an alternative insulin therapy while tandem technical support arranged to send a replacement pump with updated software. The customer was advised to return the malfunctioning pump with a depleted battery within 10 days and received clear instructions for setting up the new pump.